Manufacturer narrative:
The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. The pump passed the self test, sleep current measurement, and the active current measurement however, unable to perform the displacement test due to missing retainer. Pump trace download analysis confirmed the pump alarmed power error , low battery, and power loss alarm. The power management tool confirmed power error , low battery, and power loss alarm was triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for power loss alarm. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. Power loss alarm t/s per (B)(4). Customer is calling back after leaving current battery in pump for 1 hour. Advise the customer to insert a new lithium, alkaline, or fully charged nickel-metal hydride (nimh) aa battery. Advise customer to ensure that the battery is securely fastened (not just pushed inward) and battery slot is aligned horizontally with pump. Customer received a power loss alarm. As per troubleshoot customer had to replace the pump. The pump will be returned for analysis.